Event description:
As per the equipment owner; the uro table exhibited excessive movement in multiple axes. We have made several attempts to contact the customer to have this piece of equipment removed from service until a thorough investigation can be completed. The customer has failed to respond to our attempts to investigate the equipment. A certified letter was sent to the customer on 06/20/2008 stating that the equipment should be removed from service. The letter was received and accepted by the customer on 06/27/2008. To date, the customer has made no request for servicing of this equipment and has made no attempt to contact siemens in an effort to have this equipment evaluated.

Manufacturer narrative:
Unable to evaluate system for hardware or software errors. Customer has been unresponsive in our attempts to access the system. Conclusion: we are unable to determine at this time if a device failure has occurred, as the customer has not allowed access to the system.